Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a meniscus repair, after t1 and t2 of the fast-fix 360 curved deployed, the suture could not be pulled out, which lead to the bending of the needle. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
H2: additional information ¿g4: 510k¿.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event of physical resistance/sticking. There was a relationship found between the device and the reported event of material deformation. A visual inspection was performed on the product. The suture and anchors were not returned. The depth limiter button was not in the default position. The needle overmold assembly was slightly bent. The actuator tip was near the top of the deployment channel. The actuator tip does not retract when cycling. It stays near the top of the deployment channel. An analysis of the enclosed image appears to show part of a fast fix device. Part of the needle overmold assembly and the distal tip of the device are the only things visible. A re view of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint of physical resistance/sticking was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. The complaint of material deformation was confirmed and the root cause was associated with unintended use of the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.